Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's basket tip did not deploy prior to a transurethral lithotripsy (tul) procedure. The issue was found when the device was tested prior to use. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported the ncircle tipless stone extractor's basket tip did not deploy prior to a transurethral lithotripsy (tul) procedure. The issue was found when the device was tested prior to use. The procedure was completed by using another same-like device. The device did not make patient contact, and the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned for investigation in an open package with label. The returned device was found to be nonfunctional due to sheath damage. The purple support sheath was separated at the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR found no related non-conformances reported for the lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.